Event description:
Customer reported that they are having to hold the needle on to prevent it from disconnecting. In addition, the customer reported that they were unable to safely utilized the safety closure. No information was received regarding any serious injury as a result of this product malfunction.